Event description:
Product evaluation summary: the unused product was not returned to the MFR. The lot number (r043821) provided by the consumer was not valid; it contains one extra digit. However, retain samples from lots r04382 and r04381 have been tested along with review of the release specifications. The retain samples met all requirements of release specifications at the time of release. Evaluation of the retain samples included visual and odour description and ph testing; all results were found to be within specifications. Please note that the date of MFR for both lot numbers is 12/2004. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer's family member and described the occurrence of a semi-coma in patient who used super poligrip original denture adhesive cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes. On an unknown date, the patient started using super poligrip original denture adhesive cream. At an unknown time after starting poligrip, the patient experienced a semi-coma due to their diabetes. The patient was hospitalized. The outcome of the event is unknown. The consumer refused to provide additional information. Manufacturer's comment - the manufacturer's report number for this case is 9681138-2004-00049.